Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/5 of their automated peritoneal dialysis therapy. The home patient reported that their transfer set was connected to the patient line of the homechoice set at the time of the system error alarm. The home patient reported that they left the clamps open on the two unused supply lines during therapy. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.